Event description:
The reporter called lifescan on 11/11/04 and alleged that the pt's meter was reading inaccurately high. The pt obtained a blood glucose result of 167 mg/dl. He then tested on another meter and obtained a result of 116 mg/dl. The comparison of one meter to another is invalid comparison. The pt contacted his medical professional for advice and he made an appointment with this physician. He also performed two control solution tests with test strips from one of his test strip vials; both tests failed. The test strips were in good condition, codes matched, and the technique for cleaning the puncture site and for applying blood to the test strip were correct. The pt performed a control solution test on the meter, which passed. He also performed two control solution tests with test strips from one of his test strip vials; both tests failed. Based on the info provided, there is evidence of a test strip malfunction, however, there is no evidence of this issue contributing to a serious injury. A replacement meter and testing supplies are being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.